Event description:
It was reported via repair work order that the safety bar is hanging up and not moving smoothly which could effect the safety bar engagement of the safety hook. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.